Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was swimming and insulin pump had critical pump error and was unable to clear it. Customer's blood glucose value was 126 mg/dl. The customer was assisted with troubleshooting. Customer states there was no cracks to insulin pump. Customer states they tied to place insulin pump in storage mode but did not respond to the button press. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with a blank display due to moisture damage on the electronic assembly. Unable to verify critical pump error due to the blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage also found on the motor assembly and force sensor during visual inspection.